Event description:
It was reported that during a ptca treatment procedure, the maverick otw balloon ruptured at less than nominal atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in the mid lad coronary artery. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.